Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing, prograsp forceps had exposed broken wires. According to nurses on the last case, the prorasp was normally used until the end with no signs of malfunction. There was no report of patient involvement.